Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to feb 27, 2026. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Last name: initial reporter's first name: unknown, information not provided. Last name: initial reporter's last name: unknown, information not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched, which was attributed to improper loading by a technician who is no longer employed at the hospital. The extent of patient contact was not provided. It was stated that returning the product for investigation is not possible as the account cannot locate the device. No further information was provided.